Manufacturer narrative:
The device was repaired and placed back into stryker stock.

Event description:
It was reported that during a procedure at the user facility, the loaner core impaction drill would not stop running. The procedure was completed successfully using back-up equipment without a clinically significant delay; no medical intervention or adverse consequences were reported.

Event description:
It was reported that during a procedure at the user facility, the loaner core impaction drill would not stop running. The procedure was completed successfully using back-up equipment without a clinically significant delay; no medical intervention or adverse consequences were reported.